Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the patient reported that they did not know the one side was not working so they did not when they first experienced the broken wires issue. There were no circumstances that the patient knew of that led up to the issue. As a result of the broken wires issues, the patient had continuous pain the one side.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was removed due to the "wires all broke". The indication for use for the implanted device was noted other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.